Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device into the guiding catheter and over the guide wire; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily tortuous left circumflex artery that is 85% stenosed. The 4.0x15mm nc trek balloon dilatation catheter (bdc) proximal shaft separated during advancement outside the patient. Resistance was felt with the unspecified guide wire and guide catheter during advancement. Therefore, the separated portion was simply withdrawn. Another same size nc trek was used to complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.